Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to an emergency room (ER) only due to hyperglycemia event on (B)(6) 2025. Blood glucose level was high at the time of the event caused by infusion set was not delivering insulin and patient got treated with intravenous (IV) and fluids of saline and zofran. Patient had ketones level. Patient was released from the hospital on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010873, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010873. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010873 was manufactured according to the work instruction (wi) version 120 and manufactured in the multivac 12 on 28-jan-2025, with a total of 29,400 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.